Manufacturer narrative:
Device not returned to manufacturer for evaluation.

Event description:
An acdf at c5 to c6 was performed on (B)(6) 2016 using irix-c cervical implant and self drilling screws. The surgeon's representative reported that he performed a revision surgery on (B)(6) 2016. The revision was performed due to the surgeon observing subsidence and the patient reporting pain.